Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the center button frozen up. The customer's mother declined troubleshooting for button error. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Intermittent drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Alarm noted during rewind due to moisture damage on motor assembly. All buttons function properly however moisture damage on keypad traces noted during visual inspection. Device received with corroded force sensor assembly and moisture damage on electronic board stack.